Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found three (3) pipette tips that did not pipette correctly in the reported problem area of the pipette assembly. The three (3) tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to svc.